Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. First, the smartablate generator displayed a "temperature above maximum" error message, with the temperature reading at about 33-34 degrees. They were unable to come on for ablation. The cable was replaced without resolution. The stsf catheter was replaced, and the issue resolved, and the procedure continued. It was also reported that the carto 3 system workstation screen froze mid-case, and there was an error message displayed: "the carto 3 system application must restart, please wait while the system completes the process." The carto 3 system software application then re-loaded, the same study was continued, and the issue was resolved. The procedure continued. It was also reported that during ablation, a pericardial effusion was noticed after the physician felt a steam pop. They were ablating at 17g of force, 40 watts, and it was a 17 second burn. The physician immediately came off ablation, after the steam pop. The pericardial effusion was confirmed with intracardiac echocardiography (ice) and x-ray. About 2000 cc of fluid was removed. Patient was stable and was admitted to the intensive care unit (ICU). The temperature issue, steam pop, as well as the carto 3 system workstation issues were assessed as not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. First, the smartablate generator displayed a "temperature above maximum" error message, with the temperature reading at about 33-34 degrees. They were unable to come on for ablation. The cable was replaced without resolution. The stsf catheter was replaced, and the issue resolved, and the procedure continued. It was also reported that the carto 3 system workstation screen froze mid-case, and there was an error message displayed: "the carto 3 system application must restart, please wait while the system completes the process." The carto 3 system software application then re-loaded, the same study was continued, and the issue was resolved. The procedure continued. It was also reported that during ablation, a pericardial effusion was noticed after the physician felt a steam pop. They were ablating at 17g of force, 40 watts, and it was a 17 second burn. The physician immediately came off ablation, after the steam pop. The pericardial effusion was confirmed with intracardiac echocardiography (ice) and x-ray. About 2000 cc of fluid was removed. Patient was stable and was admitted to the intensive care unit (ICU). The temperature issue, steam pop, as well as the carto 3 system workstation issues were assessed as not MDR reportable. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed, and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31151867l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).